Manufacturer narrative:
Concomitant medical products: product ID 37092, product type: accessory. Product ID 37092, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The parkinson's disease patient's healthcare provider (hcp) reported the patient programmer antenna was "not connecting" and "not communicating" with the patient's implantable neurostimulator (ins). The programmer's antenna was replaced as a result of the event and the issue was resolved. No surgical intervention had been planned or undertaken and the patient was alive with no injury at the time of report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the antenna found the antenna did not work unless the cable was bent a certain way near the antenna coil. The antenna was tested with a known good programmer and implantable neurostimulator.